Event description:
During a diagnostic cardiac angiogram, a 4f jl4 spyglass catheter was introduced to the ostium of the left main coronary artery over a guidewire when the catheter tip detached into the patient's left main coronary artery and lodged into the left anterior descending coronary artery. The catheter was removed and another catheter was used to take images of the artery. The patient was sent to surgery where a mid-line sternotomy was performed to extract the detached catheter tip. The catheter separated near the stainless steel braiding ends. The patient remained asymptomatic during this incident. The physician stated there were no percutaneous rescue attempts to remove the lodged catheter tip because the size was too long to get out of the small ostium of the left main coronary artery without risking damage to the artery.